Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous rca. The device got caught inside the extension catheter and could not be inserted through it. After checking the orsiro, it was noticed that the stent was broken. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is still well folded and shows no signs of inflation. The complaint instrument is still inside of the guiding extension catheter with the stent distal to the catheter and cannot be separated. The stent is severely deformed in its proximal portion, i.e. Several struts are bent outwards. Outside of the deformed zone, the crimped stent diameter is still in specification. Microscopic analysis of the exposed balloon surface revealed clearly visible stent imprints, indicating that the bent struts were initially crimped on the balloon at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.